Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the procedural sheath was not removed after guide wire access. The electronic perclose proglide instructions for use (eifu), states: place a 0.038¿ or smaller guide wire through the procedural sheath. Remove the procedural sheath while applying pressure on the groin to maintain hemostasis. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device via a 6f sheath after an interventional atrial fibrillation procedure. Reportedly, it was an user error. The device was deployed in the procedure sheath next to it and both became sutured together. A cut down was performed to remove the device and the sheath. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.